Manufacturer narrative:
The customer reported a potentially associated lot number, sr16k21014. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from a clearlink secondary medication set during infusion. After spiking the set into the IV bag, the tubing began to drip from a crack just beneath the drip chamber. The bag contained pre-medication for chemotherapy. The infusion was run with an IV pump. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted for the potential lot sr16k21014 and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.